Event description:
In 2008, boston scientific corporation was informed that during an esophagogastroduodenoscopy, the physician tried to put the resolution clip device over a side viewing scope or "elevator" and the "elevator" bent and broke the clip and the catheter. The same issue happened twice. The case was completed with another of the same device without any pt complications. Pt is "okay". Note: this report is for one of two devices used in the same procedure. Please refer to MFR #3005099803-2008-07070 for other related report.

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.